Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The the expiration date and device manufacture date are currently unavailable. Investigation summary the complaint device was received and evaluated. Upon visual inspection, it could be observed that the device has some marks of use as usual on these type of reusable devices. The upper and lower jaw is broken. Due to the condition of the jaw, the functional test cannot be performed. A manufacturing record evaluation was performed for the finished device 48441-180803-04 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the broken jaws can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive force was applied to the device's jaw; since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to a breakage, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
This is report 2 of 2 for (B)(4). It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the expressew iii suture passer w/o hook device was no longer functioning property as it has broken jaws. During in-house engineering evaluation, it was determined that the upper and lower jaw were broken. According to the evaluation, when the trigger was fully depressed, the jaw could not be closed completely. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.